Event description:
It was reported that the right ventricular lead coil impedance has been fluctuating higher than normal ranges. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected: without a lot number or device serial number, the manufacturing date cannot be determined. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: 6947m lead: patient alerts for hvb-hva lead impedance = 138 ohms on (B)(4) 2009 and hvb-hva lead impedance = 162 ohms on (B)(4) 2011. Weekly pace measurement log data shows varying impedance and a spike increase for max hvb = 102 to 160 ohm range between 04-(B)(4) 2009 and (B)(4) 2011.